Event description:
It was reported that the right ventricular lead had unstable thresholds and unstable impedance. The lead was capped. During exercising of the replacement lead, the physician believed the helix had been over-torqued. The lead was not used and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the lead was not returned to the manufacturer.